Manufacturer narrative:
D1: updated. H6: corrected health effect medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, decreased range of motion, and/or due to inclusion of the polyethylene in the packaging recall. However, this could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 36 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and decreased range of motion; personal injuries, severe pain and suffering, mental anguish, emotional distress, fear, loss of enjoyment of life, medical expenses, and financial losses; cost of medical care, rehabilitation, mental and emotional distress, and pain and suffering. No further issues or complications were reported. No additional information is available.